Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing more pan, discomfort, muscle spasm as well as pain around the implant site. The patient underwent an explant procedure. The explanted ipg and lead were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 20237615.